Event description:
The customer reported the cuff of the tracheostomy tube leaked after few days of use. The cannula was changed immediately.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.